Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2024, the patient reported that their cgm was displaying low glucose readings (unspecified whether numeric values or the "low" alert). A manual fingerstick blood glucose (fsbg) measurement at that time indicated a value greater than 600 mg/dl. Due to the elevated glucose level, the agent advised the patient to contact their endocrinologist or emergency medical services (ems) immediately and to administer an external insulin injection. The patient was using a beta bionics ilet insulin pump during the event. The patient was instructed to temporarily disconnect from the ilet pump, with plans for follow[?]up to assist with pump reconnection and sensor replacement. The patient later reported seeking hospital evaluation due to the inconsistent cgm readings and symptoms of abdominal pain, nausea, and hyperglycemia. Prior to arrival at the hospital, the patient disconnected from the ilet, self[?]administered 20 units of insulin, contacted ems, and was transported by ambulance. Upon removal of the cgm sensor in the emergency department (ER), the sensor wire was observed to be bent sideways, which was believed to account for the falsely low cgm readings despite the patient being hyperglycemic. In the ER, the patient received IV fluids, insulin, and pain medication and was discharged the following morning. The patient resumed use of the ilet pump but did not have a replacement sensor available for five days. A fsbg reading measured 150 mg/dl, which the agent assisted the patient in entering into the ilet system to continue insulin delivery. The patient planned to use bg run mode and transition to multiple daily injections (mdi) until a new sensor became available. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.